Event description:
It was reported that the mattress is too wide and hangs over the litter approximately four inches. The mattress is also obstructing the siderail from being latched up. No patient involvement or adverse consequences were reporting.